Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. Trouble shooting was performed and customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current measurement and self test however, the pump was received with high sleep current. The trace and history files were successfully downloaded using thump. The power management graph confirmed the battery depletes faster than expected. A review of the history files reveals there were eight (8)) low battery alerts (between 7/22/2024 and 9/15/2024) that are spaced less than 10 days apart from each other, three (3) change battery fault (replace battery) alerts (7/30/2024, 8/27/2024, and 9/15/2024) and an off no power (replace battery now) alarm on 9/15/2024). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Battery charge lasting less than expected (short battery life), unexpected battery power loss, and high sleep current are confirmed due to moisture damage in the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.